Event description:
Patient referred to billings clinic for ICD generator change due to fault code 1003 "voltage too low for projected remaining capacity" bsc tech services contacted; recommended generator change within 90 days. A month later ICD generator change done.